Event description:
It was reported that the patient presented in the clinic with complaints of presyncope. Upon device interrogation, the right ventricular lead exhibited intermittent capture due to varying thresholds. When a magnet was placed over the device, capture was obtained. The patient was sent home with a magnet to record episodes. An episode was recorded which showed loss of capture and the patient became symptomatic. On (B)(6) 2015 varying thresholds were again noted and the device was reprogrammed. The patient was scheduled for a lead revision on (B)(6) 2015. During the procedure, fluoroscopy indicated that the lead was damaged, possibly as a result of clavicular crush. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4). Final analysis found that the outer and inner insulations were damaged, the outer and inner coils were bent and one outer coil filar was fractured at 23.0 cm from the connector pin. The damage sustained resulted from clavicular crush. Electrical testing found internal shorts due to damaged insulation at the clavicular crush region.